Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable investigation results of stent shaft break. Block h11: the percuflex ureteral stent was returned for analysis, additionally the opened box was returned. The reported event of stent shaft break will not be confirmed, because there is evidence of stent bent or kinked, and there was no break observed. During the visual and magnification inspection, it was found that the stent was kinked and it is possible to conclude that this issue could be caused by operational factors. Probably some manipulation during the preparation of the device could have caused kinks. Therefore, all compiled information on this investigation determines that the most probable cause is adverse event related to procedure since the adverse event occurred during the procedure and the device had no influence on the event.

Event description:
It was reported that during preparation, the device was damaged when the package was opened. The procedure was completed with another of the same device and the patient condition following procedure was stable.

Manufacturer narrative:
Imdrf device code a0401 captures the reportable event of stent shaft break.

Event description:
It was reported that during preparation, the device was damaged when the package was opened. The procedure was completed with another of the same device and the patient condition following procedure was stable.